Event description:
A nurse reported having a footswitch problem that lead to irrigation failure. The system was rebooted and the case was completed without further incident. There was no pt injury reported.

Manufacturer narrative:
A company service rep examined the system. Preventive maintenance was performed. The system was then tested and met all product specs. (B)(4).